Event description:
Oracle ro (B)(4): it was reported that the pump failed accuracy +9.75% (during testing). No patient injury was reported.

Manufacturer narrative:
The device was returned to smiths/ICU medical.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed labels were all intact and there was no physical damage to the device. During functional check, the reported problem was verified. Running three accuracy tests, the pump was found to be over delivering to the manufacturing specifications. The expulsor assembly was replaced due to it has been previously trimmed.